Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. Data analysis confirmed the pacemaker appeared to be depleting normally, and indicated that the increase in battery consumption may be due to a noted slight increase in pacing thresholds. This pacemaker remains in service. No adverse patient effects were reported.